Event description:
Customer reported various error messages are being displayed - "charger failed error, kv on in error, filament regulator failure error". No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack. System operates as intended.